Event description:
It was reported that during a gall bladder procedure, the clips would not hold after placing. Another similar device was used to complete the procedure. No patient consequence reported.